Manufacturer narrative:
Concomitant medical products: pedicle screw instrumentation, interbody cage (implant (B)(6) 2012). (B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted and/or used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a CT scan which was benign but suspicious of a lesion in c3. It was reported that the patient underwent a MRI which showed degenerative l4-5 and l5-s1 with synovial cyst formation causing radiculopathy in the left lower extremity. Three months later, the patient presented with neck pain radiating into left upper extremity and low back pain radiating into bilateral lower extremities (left worse than right). Upon examination, the patient complained of discomfort with range of motion of cervical spine, dysesthesia extending down middle three fingers on left radiating up to wrist, discomfort with attempted extension of lumbar spine, tenderness to the lower lumbar paraspinal musculature and dysesthesia extending down left leg through lateral calf. The patient had been out of work since (B)(6) 2009. Seven weeks later, the patient was seen for pre-op visit for posterior decompression and fusion from l4 to s1. The patient complained of some altered sensation in the left upper extremity in fingertips from #1-#4. Patient diagnosis was degeneration and stenosis l4-5 and l5-s1 with known cyst at l4-l5 level. One week later, the patient underwent posterior decompression at l4-l5 and l5-s1 via laminectomy and foraminotomy; plif at l4-5 and l5-s1 using an interbody device, rhbmp-2/acs and allograft bone void filler, and posterolateral fusion l4-s1 using posterior instrumentation from l4 to s1. Decompression was performed at l4-5 level. The cyst was identified and removed. No complications were noted during the surgery. The patient was discharged two days post-op in comfortable condition with pain medication. Per physical therapy notes, the patient was independent and weight bearing (as tolerated). One week post-op, the patient was seen for follow up. The patient reports doing fairly well and walking. Pain medication was a significant help. The patient no longer had left lower extremity symptoms. Bilateral thigh pain was resolved. Radiographs showed good alignment of spine hardware. The patient was treated with pain medication. Five weeks post-op, the patient was seen for follow-up. The patient complained of pain radiating from back into his thighs and occasional discomfort in left big toe (similar to pre-op, but not nearly as bad). Upon examination, the patient experienced discomfort with attempted range of motion in lumbar spine and discomfort rising from the chair. The patient had normal sensation and strength in bilateral lower extremities. Radiographs demonstrated good alignment of hardware. Pain medication was decreased. Three months post-op, the patient was seen for follow up. The patient complained of some back pain and discomfort going down his left leg to his great big toe. The patient was walking 1 ½ hours daily and demonstrated strength throughout bilateral lower extremities and discomfort going down his left leg to his great toe. Radiographs showed alignment of the spinal hardware was maintained. Five months post-op, the patient was seen for follow up. The patient¿s back was improving, but the patient complained of lower extremity pain (left greater than right). The patient was dizzy upon flexion of neck. The patient was disabled due to lumbar stenosis generation. The patient refused spinal injection. Seven months post-op, the patient was seen for follow up. The patient complained of some low back pain and radiating left leg pain. Neck pain radiating into left hand. Emg interpretation included nerve damage. Emg demonstrated neck pain, left upper extremity radiculopathy and low back pain, and left lower extremity radiculopathy status post fusion and decompression. Eight months post-op, the patient was seen for follow up. The patient complained of some back pain and left leg pain (prior he had right and left leg pain), right upper extremity radiculopathy and sitting hurt his leg. Physical therapy was not helpful. Patient was treated with pain medication. Eleven months post-op, the patient underwent lumbar CT without contrast. The CT showed l4 and l5 laminectomies and l4 - l5 posterior metallic fixation. There was no evidence of a screw fracture, loosening or migration. The CT scan demonstrated severe degeneration of the l5-s1 intervertebral disc. Approximately thirteen and half months post-op, patient records stated that the patient may require surgery in future for laminectomy and fusion from l3 to s1, and reinstrumentation extension of fusion to l3.